Event description:
It was reported that during the trial period, the patient was experiencing non-target stimulation, overstimulation, low-grade fever and urinary incontinence. It was noted that the symptoms were not device related. The patient's leads were pulled after three days and patient was doing well postoperatively. The leads were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: (B)(4). Model: sc-2316-50e. Serial: (B)(6). Batch: (B)(6).